Event description:
The affiliate reported a blood-like smudge adhered to the exterior of the packaging involving access cea calibrators. There was no report of injury or adverse effect associated with this event.

Manufacturer narrative:
There is no indication the device was returned for evaluation.